Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma approximately two weeks post implant and experienced an infection approximately one month post implant. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.